Manufacturer narrative:
Inuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the black spot or burnt marks on the jaw of the instrument. There was thermal damage at the yaw pulley near a conductor wire with missing insulation. The electrical continuity passed. An additional observation not reported by site was that the instrument conductor wire had damaged insulation. The conductor wire had insulation damage such that some insulation was missing. The damage occured near the yaw pulley thermal damage. Failure analysis concluded, that the damage insulation may be due to likely due to likely mishandling/misuse. No other damage found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction damage to the instrument if to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing the maryland bipolar forceps instrument had either a black spot or burnt marks on the jaw of the instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.